Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system would not calibrate properly. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.